Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one of the leads was damaged as it was disconnected during device changeout. An attempt to obtain additional information from the field representative was unsuccessful. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.